Event description:
This is a spontaneous case report received from a consumer of unspecified age via regulatory authority (case # (B)(4)) in (B)(6) on (B)(6) 2015 who had essure (fallopian tube occlusion insert) inserted for sterilization. After insertion of essure, she suffered severe side effects. She had mainly chronic pain in pelvic area, lost 50% of her hair in a year; was covered in rash most days and was extremely tired. She slept about 14hrs a day; had no appetite and had extreme periods to the point she could not leave her house. She stated that she is losing battle for removal as she was being refused. She reported that on insertion she was assured there were no side effects and as her body had reactions to simple things ie.paracetamol, she stated this at the time and the doctor reassured her there was absolutely none. She stated that previously she had the mirena coil (levonorgestrel) and the essure gave her the exact same side effects; the only difference was that essure could not be removed without a hysterectomy. The consumer also mentioned that this happened on (B)(6) 2013 but she did not specify and/or assign the date to one of the events. At time of the report, the devices were still implanted in her fallopian tubes. She also stated that no one was injured. Correction request done on 05-aug-2015. Return to sender was ticked as requested. Ptc investigation result was received on 17-aug-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced extreme periods to the point she cannot leave the house - with essure. She also had mirena (levonorgestrel) inserted and experienced the same event. This event was considered serious due to disability and listed in the reference safety information for essure and mirena. In this case, no alternative explanation was provided and no injury occurred. Given its nature, a causal relationship between this event and essure and mirena cannot be excluded. Although no injury, permanent damage or requirement of intervention was reported in this case, this case was regarded as incident in line with regulatory authority's assessment. Additionally, non-serious events occurred with essure and mirena as well. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. Further information is being sought.

Manufacturer narrative:
Follow-up information received on 25-aug-2015: despite several attempts for follow-up, no response was received. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 28-aug-2015 for the following meddra preferred term: menstrual disorder. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced extreme periods to the point she cannot leave the house - with essure. She also had mirena (levonorgestrel) inserted and experienced the same event. This event was considered serious due to disability and listed in the reference safety information for essure and mirena. In this case, no alternative explanation was provided and no injury occurred. Given its nature, a causal relationship between this event and essure and mirena cannot be excluded. Although no injury, permanent damage or requirement of intervention was reported in this case, this case was regarded as incident in line with regulatory authority's assessment. Additionally, non-serious events occurred with essure and mirena as well. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Based on the available information, there is no reason to suspect quality defect of the product. No further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.